Manufacturer narrative:
Concomitant products: product ID 97712, product type implantable neurostimulator; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was an implantable neurostimulator (ins) overdischarge. It was noted the past overdischarge was one reason that was given for why the ins was to be replaced. It was stated the patient had an unrelated condition that required an MRI so there was another need to replace the system. The patient had been diagnosed with an ancillary condition that would require them to get more frequent MRI¿s which is why the patient wanted to get the new system. Additional information reported that a physician mode reset (pmr) was addressed at an unknown date a while back. It was further reported there was possibly another one, but the patient was unsure of this at the time of follow-up. It was noted this was ¿due to non-compliance on part of the patient¿ and that ¿the overdischarges occurred because the patient simply did not recharge for a long period of time.¿ it was stated the patient requested the replacement of his ins system with an MRI compatible system due to having been recently diagnosed with a condition that would require future mris. It was reported the patient and physician jointly decided replacement of the entire system would be appropriate. It was further reported ¿there was no reason to believe the battery was defective.¿ it was noted the device would not be returned. It was reported the patient was reprogrammed on (B)(6) 2013 and was ¿satisfied¿ and ¿doing well¿ at that time. The patient later reported that they had their previous device replaced because it was too big so they replaced it with a smaller one which is the device they had now. It was noted he had healed up great and he had hardly had to use it. The patient was in a lot of pain the day of the report for something unrelated to the device; he tore his trapezoid muscle. It was again confirmed with the patient this was not related to therapy.